Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing low blood glucose and experience seizure. Blood glucose level at the time of the incident was 10 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer treated with syrup. Customer was neither in emergency room nor admitted into hospital. Based on customer report customer did not allege insulin pump was over delivering. Customer stated insulin pump was damaged and screen was not turn on. No report of insulin pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will not be returned for analysis.